Event description:
Nurse was attempting to administer IV medication to patient but connection was loose causing wastage of narcotic medication to patient. Nurse didn't notice it was loose until medication was wasted. Physician had similar issue with same device. Physician looked for package insert regarding the two connections but didn't find anything. This is the second of two similar events with this manufacturer's device at this facility within approximately one week.